Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer claims her humidifier blew up and damaged her carpet. There were no report of injury with this incident.